Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms during basal. It was stated that the customer is pregnant. Blood glucose value was 200 mg/dl. The insulin pump was borrowed from the hospital. It is a past event and was resolved by the hospital changing the device. Nothing further reported.